Manufacturer narrative:
Correction information: g6: follow up #1. H2: if follow-up, what type? H6: coding changed based on the investigation (health effect - clinical code, health effect - impact code). Additional information: h4: device manufacture date.

Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event on 28-jun-2021 that occurred during pre-inspection check in the united states. The customer reported "when hooked up to machine no image and no light" involving pentax medical video colonoscope model ec-3890li, serial number (B)(4). The customer owned endoscope was received by pentax medical for evaluation on 30-jun-2021. The endoscope was inspected by pentax medical service under service order (B)(4) and the technician confirmed the image blackout and also documented the following inspection findings on 30-jun-2021: insertion tube severe discoloration at stage 1, passed wet leak test, endoscope failed electrical safety test - plct, umbilical cable dent, pve electrical connector frame has severe corrossion, passed dry leak test, zoom function reversed, pve connector housing scratched, fluid invasion in pve connector, insertion tube severe discoloration at stage 2, control body grip scratched, ccd driver circuit board failure. The device underwent repairs including the following components: o-rings and seals, bending rubber, pcb for ccd drive pb-free, lg cable connector assy pb-free, air/water supply tube lg, jet supply tube lg, suction channel lg, gnd wire. Model ec-3890li, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service on 17-aug-2009. The endoscope is awaiting repair and approved by final qc as 26-jul-2021.